Manufacturer narrative:
Title: endoscopic management of postoperative anastomotic bleeding in patients with colorectal cancer source: international journal of colorectal disease (2020) 35:1703¿1709 / published online: 26 may 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature report, a retrospective study evaluated the anastomotic bleeding of patients with colorectal cancer between july 2013 and september 2019. Colonoscopies were performed in 78 patients. Post-operatively, anastomotic leakage occurred in 8 patients. It was also reported that hemoclip were used and were successful in 7 out of the 8 patients. Title of the article: endoscopic management of postoperative anastomotic bleeding in patients with colorectal cancer authors: liu w., lin d., zhong q. Year: 2020.